Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction field b5 and h10: describe event or problem and additional MFR narrative.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Patient said they have heard their device beeping again after they said beeping was turned off. Additional information received device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Patient said they have heard their device beeping again after they said beeping was turned off. Additional information received device was changed out last week. No additional adverse patient effects were reported.